Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for section a1 patient identification: sids(B)(6), 3011. Section e1 - phone number complete entry = (B)(6). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely decreased architect estradiol results for a 24-year-old female patient who is receiving reproductive assistance. The following data was provided: initial result = 736 pg/ml, which was inconsistent with the clinical presentation. Sample ID (B)(6) undiluted initial result = >1000 pg/ml, 1:1000 automatic dilution result = 2033 pg/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house accuracy testing of a retained reagent kit. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends for the issue for the product. Device history record review for lot 51462ud01 did not identify any non-conformances or deviations with the complaint lot. In-house accuracy testing was completed using retained samples of the complaint lot. All validity and specifications were met indicating the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the architect estradiol reagent kit, lot number 51462ud01, was identified.

Event description:
The customer observed falsely decreased architect estradiol results for a 24-year-old female patient who is receiving reproductive assistance. The following data was provided: sample ID (B)(6)initial result = 736 pg/ml, which was inconsistent with the clinical presentation. Sample ID 3011 undiluted result = >1000 pg/ml, 1:1000 automatic dilution result = 2033 pg/ml no impact to patient management was reported.